Manufacturer narrative:
D4- primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During a remote follow-up, noise that resulted in over-sensing and pacing inhibition was observed on the right ventricular (rv) lead. The suspected cause of the event was due to a lead fracture, although not confirmed. Diagnostic and provocative testing was performed and revealed no abnormalities. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.